Event description:
It was reported that during a cranial procedure the perforator bit did not stop. It was also reported that there was no injury to the pt and the procedure was completed successfully. It was further reported that there were no delays and no adverse consequences as a result of this event.

Manufacturer narrative:
The perforator bit subject to this MDR was returned for eval. The device was visually compared to the print and inspected for manufacturing defects to the cutting edge and flute geometry. No defects were found. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. Functional testing is anticipated. Upon completion of functional testing a follow-up MDR will be submitted.